Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one video was received by the customer which verifies the customer complaint that smartsite will not open to allow anything to go through. No product was returned by the customer. A device history record review could not be performed on model 20039e because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that smallbore 6 inch ext vlv was clogged. The following information was provided by the initial reporter: material no: 20039e , batch no: unknown. It was reported that smartsite will not open to allow anything to go through.